Event description:
On 10-20-2015, information was received from the representative that no further information was available as the physician managed the pump issue without a communication to a sales representative. The representative only knew some detail through a communication with the hospital. The only information available was that the pump was replaced and the physician did not want to share other information regarding this event with the company. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from the competent authority (reference (B)(4) via a company representative regarding a patient in (B)(6) who was receiving intrathecal baclofen via an implanted infusion pump. The baclofen lot number and concomitant medications were unobtainable. The patient's medical history was reported as none. The patient experienced increased spasticity since the replacement in (B)(6) 2015. The physician increased the daily dose; however, the issue remained. Intervention included oral baclofen. However, it was reported to be impossible to assume oral baclofen due to side effects of vomiting. On (B)(6) 2015, the patient experienced difficulty in breathing and more spasticity. A replacement occurred on (B)(6) 2015 as the physician suspected a malfunctioning pump. It was unknown if the issue was resolved at the time of the event. Follow-up was conducted for drug information, outcome, and device return. Should additional information be received a supplemental report will be filed.